Event description:
The customer reported the device turned off and would not turn back on. The manufacturers field service engineer (fse) could not duplicate the reported problem. The manufacturers fse reported review of the device diagnostic log indicated a 24/+-12v/power fail occurrence during normal ventilation operation, as was an occurrence of 'backup battery not connected'. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. The fse replaced the backup battery to correct customer reported problem. All applicable final testing was performed to operating specifications. The customer reported no patient involvement, therefore, no patient harm.